Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to lake water from scuba diving. The customer stated that he went into the lake and had forgotten to take the insulin pump off beforehand. He stated that he got the device wet, it began making a frying noise, and alarmed external flash error shortly thereafter. He noted a long steady vibration before seeing the alarm. He observed visible fluid behind the liquid crystal display screen. He stated that he removed the battery from the device and did not observe any moisture in the battery compartment. Upon reinserting the battery, the insulin pump alarmed the same alarm. He removed and reinserted the battery again, and this time the display did not return. The customer's blood glucose was 86 mg/dl. He was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify a26 alarm due to blank display. No vibration anomaly and noise anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.